Event description:
It was reported that multiple patients had inflammation at the suture site. Several patients were treated with antibiotics due to the inflammation. Remaining suture fragments were removed from the patients on the follow up visit to the practice. The patient's condition improved and required no additional treatment.

Manufacturer narrative:
The manufacturer performed an investigation and determined the natural gut material they use falls within the usp standard. As with any natural suture product some variation in absorption is assumed depending on the host of implantation. Based on our customers' feedback, this product as supplied did not meet performance expectations around absorption times (5-7 days for plain gut) compared to the previous plain gut brand they were using. To better meet our customer's expectations, the manufacturer has taken corrective action to source the gut raw material from the previous reli gut supplier which better met customer's previous expectations around absorption. The manufacturer and initial importer have closed the complaints related to this issue and consider this report closed. Please send a request should an additional update be required. Correction: manufacturer's fei number was omitted on the original submission. It was our understanding that by submitting the MDR as the initial importer on behalf of the manufacturer that one number was sufficient. Learning that both numbers should be used to satisfy both the manufacturer report number and the initial importer report requirements. The manufacturer section was updated to include the required information for this report follow-up. H3. Not evaluated reason: device not provided to manufacturer.